Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds as well as greater than 2000 ohms impedance measurements. As a result, the lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned, therefore the lead will not be returned for laboratory analysis.